Event description:
Customer reported via phone call to have high blood glucose of 498 mg/dl, which was treated with manual injection. Customer's blood glucose at the time of call was 700 mg/dl. Customer had symptoms of chest pain, abdominal pain and vomiting; customer also had ketones. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that cannula was bent and insulin was leaking at site. Customer did not have tubing clamp in order to complete troubleshooting. Customer will call back when in receipt of tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.